Event description:
It was reported that the user experienced very low blood glucose in the morning and later a very high blood glucose of 453 mg/dl, confirmed by fingerstick, after an infusion set fell off and a new set was placed on the ilet without priming the tubing; the agent guided the user to disconnect and prime until drops appeared, after which the user planned to allow the ilet to bring glucose down. Symptoms included hyperglycemia and a prior hypoglycemic episode with confusion/disorientation, shaking/tremors, and dry mouth. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found; a usage problem was identified consistent with improper or incorrect procedure related to the tube/infusion line, specifically failure to prime the tubing after set replacement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that caused or contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.